Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap coly procedure the device fired 4 times and none of the clips were staying on the vessels. The device stopped firing after the fourth staple. They used an al326 to complete the case. The device is returning for analysis.